Event description:
It was reported that, while prepping patients for a case, the monitor went into standby several times. When the customer swapped out the m540, the issue remained. The iacs was removed from service and downloaded logs. The biomed reportedly could not replicate the issue. There was no report of any adverse patient impact or death.